Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support guided the user through several troubleshooting steps, including checking and cleaning the pump's cartridge area and reattaching the cartridge. However, the customer was unable to successfully load the cartridge. No additional information was received regarding the outcome of the event.